Event description:
It was reported that high, out of range pacing lead impedance and increasing pacing threshold were observed for a non pacer-dependent patient. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.